Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 107) has been confirmed. Upon investigation trunk cable connector j702 on the distribution node pca was physically damaged, causing monitor-belt communication faults and the service code 107. The root cause for the damaged connector was excessivce force on the trunk cable. The trunk cable showed signs of physical abuse. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 107) has been confirmed. Upon investigation the monitor was unable to properly communicate with an electrode belt, causing the service code 107. The cause for the failure was isolated to a defective u612 inverting charge pump on the computer/analog pca. Root cause investigation of similar failures has determined that damage to the electrode belt trunk cable can cause damage to the u612 inverting charge pump. No adverse event resulted from the defective monitor and electrode belt.

Event description:
A us distributor reported that a patient's monitor wasn't powering on properly and the monitor was displaying a service code 107 (multiple abnormal shutdowns). The patient's monitor and electrode belt were replaced.